Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the procedure was cancelled. A 2.4mm jetstream xc catheter was selected for use in an atherectomy and angioplasty procedure to treat vascular disease in the lower limb. The device was unable to prime during preparation. A bubl error occurred despite performing the correct setup of the device. The procedure was cancelled. No patient complications occurred.

Event description:
It was reported that the procedure was cancelled. A 2.4mm jetstream xc catheter was selected for use in an atherectomy and angioplasty procedure to treat vascular disease in the lower limb. The device was unable to prime during preparation. A bubl error occurred despite performing the correct setup of the device. The procedure was cancelled. No patient complications occurred. It was further reported that the patient was locally sedated. The physician completed the procedure using only angioplasty balloons.

Manufacturer narrative:
A2: age at time of event 18 years or older.